Manufacturer narrative:
Insulin pump was received with scratched case, broken off and missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the ring on the insulin pump was broken. Customer's blood glucose level was 9.1 mmol/l. The customer was advised to stop using the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.